Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11733. It was reported, the pt was receiving stimulation in the stomach area. The sjm rep met with the pt for reprogramming; however, the stomach stimulation could not be resolved. It was reported, x-ray results showed minor lead migration. It was reported, the physician wanted to try additional reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.